Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event and therapy date have been estimated.

Event description:
It was reported that the patient's device was explanted (date unknown). No other information was given. Related manufacturer reference number: 1627487-2019-09986.